Event description:
It was reported that the patient presented for follow-up with an elevated capture threshold and poor sensing exhibited by the right ventricular lead. The lead was explanted. The patient was stable.

Event description:
It was reported that the patient presented for follow-up with an elevated capture threshold and poor sensing exhibited by the right ventricular lead due to dislodgement. The lead was explanted. The patient was stable.